Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had frozen display. Customer's blood glucose value was 154 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer reported display was frozen and won¿t let to navigate. Customer tried to use 2 more batteries but got same issue. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated the display did not returned. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
No frozen screen or blank display noted. Device time/clock moved. However, device had unresponsive all buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, a21 error test and displacement test due to unresponsive button.